Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 pocket d1 was jammed. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 row b was not on pyxibus. A field service engineer (fse) observed a blinking light indicating loss of communication with the drawer. Then the fse powered down the pyxis unit and reseated all cables, but the issue persisted. Further the fse replaced the drawer board and retested using hardware test application (hta), however, multiple rows continued to fail intermittently. Subsequently powered down the unit again and replaced the pyxibus module controller board. After restoring power, performed functional testing in hta by opening lids and verifying cubie operations, which showed normal behavior. Then the fse rebooted the system, accessed the application, and readdressed drawers 4.1 and 4.2 in storage space configuration. Finally, the customer successfully recovered the failure and completed medication inventory in drawer 4.1, confirming resolution. The system functioned as intended after the field service engineer repaired the device.